Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, there no response was observed when the tube was used. A spare product was used to complete the procedure. The cuff and tube checked prior to use. The backup product was used to complete the procedure. The device was extubated. There was no patient impact.

Manufacturer narrative:
H3: the device was wrapped in a paper towel and returned in a (triple) resealable bag. Upon return, there were no traces of contamination observed on the device. There was also no damage noted in the construction of the device. However, voids were observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 28.4 ohms (blue electrode), 78.7 ohms (blue with white stripe electrode), 18.7 ohms (red electrode), and 67.3 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim. There was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. H6: fdm b21, fdr c21, img g04134 and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.